Manufacturer narrative:
Follow-up #1 date of submission 04/08/2015-product analysis:the device was returned and evaluated by product analysis on 04/01/2015 with the following findings:the bolus button cover was found to be torn. The bolus button was intermittently responsive. Debris was found on the bolus button contact plate and the bolus slug was misaligned.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was under responsive and the keypad was torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.